Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log indicates the end user attempted to discharge energy when a "poor pad contact" message was displayed. The associated paddles used at the time of the event were not tested with the device as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.